Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one electronic photo and one video were provided for review. The photo shows the entire length of the introducer needle. No damage is visible to the introducer needle in this photo. The video begins with a user holding a syringe which has been attached to the female luer of an introducer needle. The distal portion of the needle shaft is inside a cup where it has been immersed in a liquid. As the video progresses, the user repeatedly actuates the plunger. During aspiration and flushing, liquid can be seen shooting out from the needle hub and a droplet of liquid can be seen forming near the luer adaptor. The quantity of liquid pulled into the syringe is significantly smaller than the amount of space being displaced by the plunger, indicating that air is being pulled in along with the liquid. Therefore, the investigation is confirmed for the reported suction, fluid leak and identified needle hub fracture issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar hemodialysis catheter. During the insertion of the needle into the right internal jugular vein, no venous return was observed. Additionally, there was leakage from an introducer needle. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the hemostar hemodialysis catheter. During the insertion of the needle into the right internal jugular vein, no venous return was observed. Additionally, there was leakage from an introducer needle. The procedure was completed using another device. There was no reported patient injury.